Event description:
A malfunction was reported involving a pump, displaying a malfunction code labeled as malf 24. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Despite previous reports of the same malfunction, the customer chose to continue using the current pump as backup therapy. Technical support decided to replace the pump, provided instructions for returning the faulty pump, and ensured the customer understood the necessary steps to take upon receiving the replacement.